Event description:
Boston scientific crm received information that during the explant procedure, the physician experienced difficulty loosening the set screws on the device. According to the non-boston scientific sales representative, the physician had to destroy the device's header in order to get leads out. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the pacemaker header revealed that the setscrews both moved freely with no binding throughout testing. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. All capture washers were noted to be distended, this results from the setscrew being backed out too far and without a correct or working wrench. This causes the setscrew to stick in the capture washers. Electrical testing was unable to be performed since the device header was separated from pacemaker. The device header was disassembled and both inner and seals were inspected. Evidence of silicone to silicone bonding was found in the atrial and ventricular channels of the outer seal rings. The device met normal battery depletion calculation, per longevity calculation.